Manufacturer narrative:
Lot number, expiry date and manufacture date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being filed to provide additional information. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: rbc spillover; centrifuge stopped; rbc detector calibration error; possible air block; the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Draw pressure alerts causing pumps to pause. This interrupted the steady state of the lrs chamber, causing wbcs to escape. Use of a cell counter that is not capable of enumerating leukoreduced products with low wbc concentrations.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process. A follow-up report will be provided.

Event description:
After multiple attempts the wbc count, serial numbers and incident dates were not provided by the customer.